Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis use when the issue occurred, and procedure got delayed. The philips remote service engineer (rse) communicated with customer and found that they had an issue with the wired pedal. Rse suggested to customer and the user checked and tightened connector at table base, and pedal functioned without any issues , the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a fluoroscopy scan failed due to an issue with the wired foot switch. The customer rebooted without resolve. After wiggling the cable at the table end, the system is working again. The system was in clinical use. There was no reported patient or user harm. The customer has tightened the foot switch cable at the table and they system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.